Event description:
Lead dislodgement and change in thresholds were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.